Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2015 with the following findings: during a visual inspection of the pump, the battery cap threads were observed to be stripped and the battery compartment was cracked. During testing, the battery cap did not secure properly to the pump to maintain power. A test cap was used to complete investigation. No evidence of excessive battery usage or fluctuating voltages was found in the black box data. Current draws measured within specifications. The pump case was removed, and no internal damage or moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the pump battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.